Event description:
The nurse reported the system had a loud popping sound, the screen was grayed out and the touch screen froze. The facility clamped off the lines and no soft eye occurred. A hard reboot was done and the staff discovered the supply pressure was high. The pressure was lowered and the case was completed after a 10 min delay. No pt injury or harm reported. Add'l f/u info has been requested.

Manufacturer narrative:
The facility did not request service. There was no sample returned and no add'l info was provided. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).